Event description:
Reportedly this patient had a l4-l5 and l5-s1 laminectomy, foraminotomy and facetectomy with implantation of four ray cages in 1997. After the initial surgery, patient continued to have right leg pain with slow gait. The right l4-l5 cage was removed later in 1997. The cage had reportedly rotated 90 degrees and migrated proximally and laterally in teh intervertebral space.